Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet pump, including one episode with glucose in the low 40 mg/dl, and elected to discontinue and return the device; the user treated lows with oral glucose and reported no device alerts or alarms. Investigation of this case revealed no device alerts, no identified device malfunction, and an unclear root cause for the hypoglycemia based on available information. No symptoms associated with hypoglycemia reported. Outcomes included use of oral carbohydrate to correct blood glucose without escalation of care. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.